Event description:
Report received of a programming error in pain management therapy. It was reported that the pt was receiving pain management therapy with morphine sulfate. The pump was programmed with a drug concentration of 1mg/1ml, but the vial that was used in the pump was a 5mg/1ml vial. There was no reported adverse pt event. It was reported that there was no effect to the pt and that no medical interventions were needed for the pt. Though requested, no further information was available as to the pump settings, amount of medication the pt actually received or any pt specific information. The pump will not be returned for testing and investigation, as it has been placed back into clinical service.